Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported (low bipolar energy effect) error was not confirmed and not replicated. In error log, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the iesu functioned as expected. The iesu energized and cauterized and all ports recognized instruments. The root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, user informed the technical support engineer (tse) that they experienced a loss of bipolar energy effect with the erbe unit. The user tried different bipolar energy cables and instruments as well as the second bipolar port on the erbe, but the issue persisted. Despite the energy issue, the procedure was completed robotically with less than a 15-minute delay and no harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.